Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was alarming. The blood glucose reading is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit alarmed a21 after battery change due to broken solder joint on c13i/b. No a17 alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.